Manufacturer narrative:
Cont. H.6. Health effect f2203-imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "small left axillary lymphadenopathies of normal morphology, size and characteristics."

Event description:
Healthcare professional reported left side rupture and MRI "small left axillary lymphadenopathies of normal morphology, size and characteristics". Device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported left side rupture and MRI "small left axillary lymphadenopathies of normal morphology, size and characteristics". Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Visual analysis: device photograph(s) for the device related to the reported event of rupture and lymphadenopathy reviewed on (B)(6) 2023. Visual analysis of the photographs identified: ¿ rupture : observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No labeled for side explanted. ¿ lymphadenopathy: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported no complaint and MRI results " left mammary prosthesis intact without signs of intra or extracapsular rupture with radial folds of normal characteristics".